Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), rash generalised ("body rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue"), back pain ("severe low back pain"), the first episode of pain in extremity ("severe pain in limbs, feet, legs"), the second episode of pain in extremity ("severe pain in fingers, arms") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and uterine leiomyoma ("sudden fibroids"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, dysuria, dyspareunia, rash generalised, alopecia, weight increased, fatigue, uterine leiomyoma, back pain, the last episode of pain in extremity and anxiety outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, dyspareunia, dysuria, fatigue, genital haemorrhage, neuromyopathy, pelvic pain, rash generalised, uterine leiomyoma, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: date: (B)(6) 2012. Both essure coil placed without difficulty. (3 visible coil right & 4 coils left). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), rash generalised ("body rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue"), back pain ("severe low back pain"), the first episode of pain in extremity ("severe pain in limbs, feet, legs"), the second episode of pain in extremity ("severe pain in fingers, arms") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and uterine leiomyoma ("sudden fibroids"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, dyspareunia, rash generalised, alopecia, weight increased, fatigue, uterine leiomyoma, back pain, the last episode of pain in extremity and anxiety outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, dyspareunia, fatigue, genital haemorrhage, neuromyopathy, pelvic pain, rash generalised, urinary tract disorder, uterine leiomyoma, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: date:(B)(6) 2012. Both essure coil placed without difficulty. (3 visible coil right & 4 coils left). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.